Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074713) on 15-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("all kind of side effects started to show up afterwards") in a female patient who had essure inserted for female sterilisation. Concomitant products included glucosamine sulfate. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5074713) on 15-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("all kind of side effects started to show up afterwards") in a female patient who had essure inserted for female sterilisation. Concomitant products included glucosamine sulfate. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.